Manufacturer narrative:
The insulin pump alarmed during displacement test. The problem isolated to interface board. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer 's mother reported via phone call that the insulin pump has alarmed compromised force sensor system during prime multiple times and alarmed occurred again the day of the call. The insulin pump was not bumped or dropped. The drive support cap is recessed. Blood glucose value was about 209 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.